Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient will undergo revision of total knee arthroplasty due to unknown reasons.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. Product was not returned; therefore, the visual inspection was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A compatibility check was not performed based on provided information. Complaint history review could not be performed as part/lot number are unknown. A definitive root cause could not be determined with information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.